Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized for the event. The cause of the peritonitis and treatment for the event were not reported. On an unspecified date, the patient recovered from the peritonitis event. At the time of this report, pd therapy was ongoing. No additional information is available.